Event description:
It was reported that the patient experienced tenderness at their driveline exit site on (B)(6) 2023. A culture was taken and tested positive for infection on (B)(6) 2023. The site wrote a prescription for linezolid; however, the patient later called the site as they could not afford the medication. The patient was instead started on a two-week course of minocycline; the patient started the medication on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.